Event description:
Approximately 19 months after heartware lvad implantation, the site reported that one of the patients batteries could not be charged. The battery was replaced and there was no harm or injury to the patient.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Functional analysis of the returned battery ((B)(4)) found that it failed to meet the performance specification due to a degraded cell; however, the "not charging" event could not be confirmed or replicated during functional testing. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.